Manufacturer narrative:
The beckman coulter field service engineer (fse) identified the probable cause of the failure as malfunctioning ise tubing. The fse replaced the ise tubing assembly to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that they obtained erroneously high patient results for sodium (na), potassium (k), and chloride (cl) analytes on their dxc700au analyzer (pn b86444, sn (B)(6)). There was no injury, death, or delay/change in treatment or diagnosis related to the reported issue and there was no report of harm for a patient, an operator or any other person. The customer did not provide any patient data and/or patient demographics.